Event description:
The following has been reported: biomed reported: ticket stated, "not working". Cleaned and ran test infusion. No alarms at first, then began alarming. Patient status unknown. A preliminary review identified the following issue: pneumatic valve leak failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for pneumatic valve leak failure. Device displayed a red pump service alarm after powering on. Log files were reviewed and multiple valve 1 leak failures were present. The device was opened to inspect for internal damage and perform testing on the pneumatic system. Damage was identified on the retaining plate near the lever arm. The rear cover o-ring is not fully seated. The pneumatic system was tested and failed during hardware testing and recharge testing. The testing software displayed a valve 1 leak failure. The pneumatic assembly was removed and the tank body was inspected for cracks and damage. Cracks were found on both the positive and negative sides of the tank. The tank was replaced during investigation. The pneumatic system was tested again after the tank was replaced. The system passed testing successfully. An infusion was run and no alarms or failures occurred.